Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Stent struts on rows 3 and 4 were raised distally. The outer diameter (od) of the stent where no damage was present was measured and met specification. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 85% stenosed, 28x2.25mm lesion being treated had a bend greater than 45°and less than 90° and was located in the moderately calcified and severely tortuous left circumflex (lcx) artery. The lesion was predilated with a 1.25x15mm non bsc balloon, leaving less than 45% residual stenosis in the lesion. A 32x2.25 taxus liberte stent delivery system (sds) was then advanced to the lcx and would not cross the lesion. Stent damage occurred while trying to cross the lesion and a strut became lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 85% stenosed, 28x2.25mm lesion being treated had a bend greater than 45°and less than 90° and was located in the moderately calcified and severely tortuous left circumflex (lcx) artery. The lesion was predilated with a 1.25x15mm non bsc balloon, leaving less than 45% residual stenosis in the lesion. A 32x2.25 taxus liberte stent delivery system (sds) was then advanced to the lcx and would not cross the lesion. Stent damage occurred while trying to cross the lesion and a strut became lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.